Manufacturer narrative:
A visual evaluation of the returned device revealed the proximal end of the push catheter was buckled. The guide catheter was found stretched and broken indicating that force was exerted by the customer during deployment of stent / retraction of the guide catheter assembly. The distal end of the guide catheter had two kinks/bends/indentations which were likely due to the suture embedding inside the guide catheter assembly during retraction or deployment. This may have potentially caused stretching / breakage of the guide catheter assembly. A functional evaluation could not be conducted due to the broken guide catheter assembly. The proximal piece with the hub of the guide catheter, the stent and suture assembly were not returned for analysis. Based on the damages found on this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2010 according to the complainant, the physician faced resistance releasing the stent in the common bile duct and the proximal inner sheath stretched and tore. The procedure was completed with this device and the catheter detachment occurred within the push catheter allowing the device to be removed in one piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2010 according to the complainant, the physician faced resistance releasing the stent in the common bile duct and the proximal inner sheath stretched and tore. The procedure was completed with this device and the catheter detachment occurred within the push catheter allowing the device to be removed in one piece. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)